Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery the measurement of the guide wire didn't correspond with the correct length of the screw which resulted in opening more screws to have the right fit. After surgery there was a comparison done between two measuring devices and they found a difference of 5 mm. No patient information was reported. The surgery was completed by changing the initial screws for longer screws this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the manufacturing investigation reported the direct measuring device had no visible signs of damage. The returned direct measuring device was checked according to the drawing (B)(4) and a 5mm deviation as described in the complaint description has not been found if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).